Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D4: lot number. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: components code added 451 ¿ electrode. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported by that the patient is breaking out bad from the 72r electrodes. The patient was instructed by zimmer biomet to remove the electrodes for 5 days to clear up the skin then wear the 63b electrodes every day for 6 hours and remove them. Use new electrodes every day for 6 hours only. New 63b electrodes were shipped to the patient. The patient saw the doctor who was not happy about the rash. The rash is bad. He was concerned about the infection to her wound the doctor told the patient to stop using the device.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021.

Event description:
It was reported by that the patient is breaking out bad from the 72r electrodes. The patient was instructed by zimmer biomet to remove the electrodes for 5 days to clear up the skin then wear the 63b electrodes every day for 6 hours and remove them. Use new electrodes every day for 6 hours only. New 63b electrodes were shipped to the patient. The patient saw the doctor who was not happy about the rash. The rash is bad. He was concerned about the infection to her wound the doctor told the patient to stop using the device.